Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was due to pump shutdown stopping insulin delivery. A correction bolus was delivered to address bg. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully.